Manufacturer narrative:
(B)(4). Approximate age of device ¿ 28 days. The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2016, it was observed that the patient had dark stools. The patient had a dignishield stool management system in place, and as it could not be confirmed whether the patient was experiencing a lower gastrointestinal (gi) bleed or rectal bleeding from the dignishield, the dignishield was removed. Overnight the patient continued to have melena and coumadin was held. The patient experienced hypotensive episodes and was transfused packed red blood cells and platelets. On (B)(6) 2016, the patient experienced frequent ventricular tachycardia episodes with continued hypotension and low hemoglobin levels. On (B)(6) 2016, an esophagogastroduodenoscopy was negative and a tagged red blood cell scan was considered. Estimated pump flows and the patient's central venous pressure measurements were low. On (B)(6) 2016, the patient was given fresh frozen plasma and vitamin k to correct an inr of 2.2. The patient's rectal bleeding appeared brighter in color. The patient continued to receive treatment to correct coagulopathy on (B)(6) 2016. On (B)(6) 2016, the patient was placed on octreotide for a suspected arteriovenous malformation. On (B)(6) 2016, the patient's melena was decreasing and octreotide was discontinued on (B)(6) 2016 due to nausea and vomiting. On (B)(6) 2016, the patient's tool was brown and more formed and the patient's hemoglobin remained stable throughout the day. Throughout the course of the event the patient received a total of twelve units of packed red blood cells, six units of fresh frozen plasma, and 15 packets of platelets. The event was reported to have resolved on (B)(6) 2016.